Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155611.

Event description:
It was reported that the patient's atrial lead exhibited far field r-wave over-sensing. No intervention was performed. There were no patient consequences.